Event description:
The patient was to have tpa per the stroke protocol. The tpa was mixed and the bag was spiked with this IV set. The roller clamp would not close so the medication ran out and had to be wasted.